Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. An event regarding infection involving an unknown poly insert was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned -medical records received and evaluation: no medical records were received for review with a clinical consultant -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, pathology reports indicating the specific strain of infection, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported patient had left knee surgery. Update: 22/october/2018: rep reported that patient's left knee was revised due to discomfort and a strep infection (infection reported by surgeon, unknown if clinically confirmed). A poly exchange with irrigation and debridement with poly swap was performed.